Event description:
As reported by the user facility: per rn, primary line was primed with ns and secured in pump. Secondary line (potassium piggyback) was then connected in appropriate port. Upon opening secondary clamp, potassium free flowed with some appearing to back flow into primary bag. Most of potassium bag depleted. Fortunately, primary line was not yet connected to pt otherwise would have received a hefty bolus dose of potassium and potentially coded. "We had the primary tubing in the pump with door closed, then connected secondary set. The secondary infusion immediately started back flowing into primary line, but nothing started leaking from the primary distal end. I don't remember us taking out the tubing to check if it free flowed. I confirmed with the nurse and she told me that it free flowed from the distal end when the tubing was in the pump. Hard for me to believe that, but that's what she told me. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) used sample and one used baxter extension set were provided for evaluation. Samples were visually evaluated, and a crazing was observed at the bonded joint of the distal low-pressure check valve and caresite valve. Samples were also leak tested with passing results. In an attempt to replicate the reported defect of the air-in-line alarm on the pump, samples were attached to the pump and then tested by running therapy while staggering the rate of flow throughout the therapy. No alarms occurred during the testing of the returned samples. An extension set was used to perform the piggyback test on both sets and no backflow of free flow were observed. Retained units were evaluated and passed the internal testing. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Based on the results of the evaluation of the sample, the product met internal specifications, and no defects were detected that could contribute to air-in-line alarms. Although the air-in-line could not be replicated, some possible causes related to air in line alarms could be incomplete priming of the IV-line, infusion of cold solutions which may exhibit air bubbles coming out of solution as the fluid warms, incomplete filling of the drip chamber during priming, etc. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.